Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was cracked and it was making it hard to read the screen. The blood glucose level was unknown. There was also damage where the battery goes in and the battery cap was broken. The customer declined troubleshooting. The device will not be returned for the analysis.